Event description:
Pt was in hospital (with pneumonia) - pt desaturated (down to 50- 60%) while on vent. Patient circuit was changed (no change in pt status), vent was exchanged - saturations returned to normal levels. No allegation that the vent ever shut down, no alarm conditions existed.